Event description:
Customer reported a calibration issue with his meter that prevented him obtaining a blood glucose result. Customer reported he could not get a result due to 'lot-----' appearing on the display of his adc blood glucose meter. Customer additionally reported sweating profusely and self-presenting to a local hospital where he was reportedly diagnosed with hyperglycemia and injected with insulin. Customer additionally reported he was prescribed a new oral medication, januvia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.